Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Incident happened in the a & e department on the (B)(6) 2022. The same patient came to the hospital few times because his catheter was like self-expelling. After entire removal of his catheter we observed the catheter had a hole. Additional information: no injury.

Event description:
Incident happened in the a & e department on the (B)(6) 2022. The same patient came to the hospital few times because his catheter was like self-expelling. After entire removal of his catheter we observed the catheter had a hole. Additional information: no injury.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. 1 actual sample was returned for investigation. It was reported that the same patient came to the hospital few times because his catheter was like self-expelling. Visual examination was performed on the returned sample and no material degradation or abnormalities observed. The entire components appeared to be in good condition. Attempts to inflate the balloon via a luer tip syringe with 10ml of water observed the balloon was not able to be inflated and water was seeping out from the balloon surface. Further investigation was carried out under dino-lite with 60x magnification and found that there was a small hole on the balloon su rface and also some scratch marks. This appearance is likely due to the balloon sleeve had come in contact with sharp object during handling or in contact with pointed surface like bladder stone or encrustation that detrimental to the balloon. In current standard operating procedure as per spm-a51-003, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test (spm-a52-004). Catheter with defective balloon will be culled out. Based on the investigation conducted, leak balloon may have likely happened due to in contact with sharp or pointed surface leaving a hole and scratch marks on the balloon surface. Therefore, this complaint could not be confirmed.